Event description:
The pt reported that the insulin pump displayed "77" in the middle of the screen with a continuous beeping. The pt immediately removed the power pack and inserted a new power pack. The insulin pump operated as intended. The pt was aware of the power pack recall and has been changing their power packs every two weeks. The pt reported that this power pack had been in the device for one week. No physiological issues were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.